Event description:
It was reported by the customer that the top portion of the porcelain cracked, and fell off into the joint. Electrode dislodged and fell into joint, delay surgery 5 mins, no injury.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.